Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Instructions were given to disconnect the tubing from the site and perform a series of actions, including delivering multiple boluses. Customer changed pump supplies and resumed insulin.